Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of a burning sensation at the scs ipg site even when the stimulation was off. Subsequently, surgical intervention was taken and the patient's scs ipg was replaced.

Event description:
Follow up information received identified the reported issue has been resolved.